Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2 country: france.

Event description:
It was reported that during surgery on (B)(6) 2024, the rollers/ cutters have jammed in the meshgraft during use. The cutter can turn without the plate but when you insert the plate, the cutter jammed. The rachet handle was no able to perform the up and down motion, and it was stuck on the mesher and unable to be removed from the device. The taken graft was not damaged, and no additional unplanned skin graft was needed. There was no patient harm reported. There was no medical intervention or additional surgical procedure required. There was a surgical delay to search for another device from another operating room, there was no information on how long the delay was, and the patient was under anesthesia during this delay. Another device was used to complete/finish the surgery. The surgical technique for the product was not utilized, instructions for use were not with the surgeon during the use. Due diligence is complete, no further information is available. There was no adverse event associated with this malfunction.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under cmp-(B)(4). Following sections were updated or corrected: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Review of the most recent repair record determined the unit passed the mesh test; however, the bottom roll was damaged at the end of the shaft. The bottom roll was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information regarding the event.